Event description:
On (B)(6) 2009, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra link meter read inaccurately with control solution. The reporter claimed that an out of range control solution reading of 189 mg/dl was obtained on the subject product. The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. There is no indication that the lifescan product contributed to an adverse event: the reporter denied that the pt had any symptoms. This complaint is reported due to the alleged out of range control solution reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.